Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was not delivering insulin as intended. As a result, customer experienced blood glucose (bg) levels ranging from a low of 55 mg/dl which was addressed by consuming carbohydrates, to a high of over 500 mg/dl which was addressed with a manual correction injection. Customer reported shakiness, lethargy, and palpitations due to bg levels. The customer reverted to an alternate method of insulin therapy.